Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer woke up in the morning with a blood glucose (bg) level of 67 mg/dl. Juice and carbohydrates were consumed to address the bg level. The customer reported that the low bg may have been related to administering insulin via the pump before bed and overestimating the amount of carbohydrates consumed. On the same day, the customer received a malfunction alarm during bolus delivery. Tandem technical support assisted the customer with resetting the pump. The malfunction alarm did not reoccur. The customer's bg was 252 mg/dl and a bolus was delivered via the pump to address the bg level. The customer was to continue to use the pump to manage diabetes and had insulin injections available, if needed.